Manufacturer narrative:
This report is associated with argus case (B)(4), super poligrip.

Event description:
Fifty (50) percent deaf in one of her ears, right ear was at 40 per cent blocked, could not hear, hearing was gradually coming back in her right ear [deafness unilateral]. Vision loss [transient visual loss]. Benign vertigo. Tonsils became red [tonsillar erythema]. Inner ear ringing [ringing in ears]. Fell. Went to ER (emergency room). Foggy feeling, strange feeling, feeling funny, cloudy [feeling abnormal]. Throat is very sore. Off balance, would not go away and got progressively worse. Lightheaded. Case description: this case was reported by a consumer and described the occurrence of deafness unilateral in a female patient who received double salt dental adhesive cream (super poligrip) unknown (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip. On an unknown date, an unknown time after starting super poligrip, the patient experienced deafness unilateral (serious criteria gsk medically significant) and vertigo. The action taken with super poligrip was unknown (dechallenge was unknown). On an unknown date, the outcome of the deafness unilateral and vertigo were unknown. It was unknown if the reporter considered the deafness unilateral and vertigo to be related to super poligrip. Additional details, adverse event information was received via voicemail on 16 january 2017. The consumer stated she had been using the product for many years and her and her doctor figured out that since she been using the product she had suffered from vertigo and was 50 percent deaf in one of her ears. Follow up information was reported on 18 january 2017. Consumer called and stated that her health started going bad after using super poligrip original. She said after she stopped using it, her symptoms began to go away. She said that she suffered from vertigo and loss of 50 percent of her hearing. She also said that her tonsils became red. Co-suspect products included double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number (B)(4), expiry date unknown) for dental care. On (B)(6) 2016, the patient started super poligrip original (zinc free formula). On (B)(6) 2017, an unknown time after starting super poligrip and 310 days after starting super poligrip original (zinc free formula), the patient experienced tonsillar erythema. On (B)(6) 2017, the patient experienced deafness unilateral (serious criteria gsk medically significant) and vertigo. On an unknown date, the outcome of the tonsillar erythema was recovered/resolved. It was unknown if the reporter considered the deafness unilateral, vertigo and tonsillar erythema to be related to super poligrip and super poligrip original (zinc free formula). Super poligrip original (zinc free formula) was discontinued on 21 december 2016 (dechallenge was positive). It was unknown if the reporter considered the deafness unilateral,vertigo and tonsillar erythema to be related to super poligrip original. The serious criteria gsk medically significant of event unilateral deafness was removed. Case (B)(4) is a duplicate of case (B)(4). All future correspondence will be submitted to case (B)(4). Follow up information was received on 18 january 2017. The events of hearing loss, redness on tonsils, inner ear ringing, vision loss, fell, foggy feeling, sore throat, strange feeling, off balance and lightheaded had been added to this case. The consumer reported she had her top teeth pulled two years ago (2015) and she had a top plate. At first, she started using fixodent. Her dentist said, "why don't you switch to poligrip since you have more zinc in your diet". That was about six months ago. When she switched over, within two weeks she had vertigo and inner ear ringing. Then she got hearing loss. She had blood work done. The ent (ear, nose and throat) and her regular md said, it was due to the super poligrip. The vertigo was gone, more vision was coming back and her tonsils were red. The symptoms were leaving. She was currently using super poligrip original with lot code as al6b. She started using the product last year in (B)(6) 2016. She started developing vertigo and inner ear ringing. The vertigo was so bad, she fell and was taken to ER (emergency room) and they could not find anything. They called it benign vertigo and told her to go see an ent. The ent sent her for tests. The right ear was at 40 per cent blocked. She could not hear. She still had vertigo and sent her for a test which sounded like she said incept test, but was not confirmed. He talked to another doctor and then asked her if she wore dentures and if she used glue. They pulled the dentures out. She pulled out a travel size tube of super poligrip variant not specified that she had got from her dentist and showed the ent. He said to discontinue the use of the product to see if symptoms go away. The symptoms went away. Within the next day the vertigo went away but she was still cloudy. It took about a week for the ringing in the ears to go away. She had another hearing test and was at 30 percent hearing loss instead of 50. He said it was the glue. She was to go in another three months for hearing test. Her tonsils were not swollen but were red like they were agitated. Her throat was very sore. He did a throat culture. She had no infection, no strep, nothing. After she started using the product, within a couple of weeks she started feeling funny and off balance. It would not go away and got progressively worse. She was going back and forth to the doctor. He did blood testing and normal things. The vertigo got so bad she ended up at the ER (emergency room). They said, it could be a middle ear and said to get an ent. It got progressively worse every day. It had been four weeks now since she had discontinued use. The vertigo was gone but she was still lightheaded. Her hearing went from 50 percent loss to 30 percent loss. Her hearing was gradually coming back in her right ear. Her tonsils were pretty clear now. She felt a lot better. She was (B)(6). No further information was provided. The patient's past medical history included tooth extraction (has a top plate). On an unknown date, the patient experienced transient visual loss (serious criteria gsk medically significant), ringing in ears, fall, emergency care, feeling abnormal, sore throat, balance disorder and light headedness. The action taken with super poligrip was discontinued (dechallenge was negative). Super poligrip original (zinc free formula) was discontinued on 21 december 2016 (dechallenge was negative). On an unknown date, the outcome of the ringing in ears were recovered/resolved and the outcome of the transient visual loss, fall, emergency care, feeling abnormal and sore throat were unknown and the outcome of the balance disorder and light headedness were not recovered/not resolved. It was unknown if the reporter considered the transient visual loss, ringing in ears, fall, emergency care, feeling abnormal, sore throat, balance disorder and light headedness to be related to super poligrip and super poligrip original (zinc free formula). Action taken for the event "vertigo" was updated from "unknown" to "recovered/resolved". Action taken for the event "deafness unilateral" was updated from "unknown" to "recovering/resolving".

Manufacturer narrative:
This report is associated with argus case (B)(4), super poligrip.

Event description:
Fifty (50) percent deaf in one of her ears [deafness unilateral]. Vertigo. Case description: this case was reported by a consumer and described the occurrence of deafness unilateral in a female patient who received double salt dental adhesive cream (super poligrip) unknown (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip. On an unknown date, an unknown time after starting super poligrip, the patient experienced deafness unilateral (serious criteria gsk medically significant) and vertigo. The action taken with super poligrip was unknown (dechallenge was unknown). On an unknown date, the outcome of the deafness unilateral and vertigo were unknown. It was unknown if the reporter considered the deafness unilateral and vertigo to be related to super poligrip. Additional details, adverse event information was received via voicemail on 16 january 2017. The consumer stated she had been using the product for many years and her and her doctor figured out that since she been using the product she had suffered from vertigo and was 50 percent deaf in one of her ears.

Manufacturer narrative:
MFR 3003721894-2017-00023 is associated with argus case (B)(4), super poligrip.

Event description:
50 percent deaf in one of her ears [deafness unilateral] vertigo [vertigo] tonsils became red [tonsillar erythema] case description: this case was reported by a consumer and described the occurrence of deafness unilateral in a female patient who received double salt dental adhesive cream (super poligrip) unknown (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip. On an unknown date, an unknown time after starting super poligrip, the patient experienced deafness unilateral (serious criteria gsk medically significant) and vertigo. The action taken with super poligrip was unknown (dechallenge was unknown). On an unknown date, the outcome of the deafness unilateral and vertigo were unknown. It was unknown if the reporter considered the deafness unilateral and vertigo to be related to super poligrip. Additional details, adverse event information was received via voicemail on 16 january 2017. The consumer stated she had been using the product for many years and her and her doctor figured out that since she been using the product she had suffered from vertigo and was 50 percent deaf in one of her ears. Follow up information was reported on 18 january 2017. Consumer called and stated that her health started going bad after using super poligrip original. She said after she stopped using it, her symptoms began to go away. She said that she suffered from vertigo and loss of 50 percent of her hearing. She also said that her tonsils became red. Co-suspect products included double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number al6b, expiry date unknown) for dental care. On (B)(6) 2016, the patient started super poligrip original (zinc free formula). On (B)(6) 2017, an unknown time after starting super poligrip and 310 days after starting super poligrip original (zinc free formula), the patient experienced tonsillar erythema. On (B)(6) 2017, the patient experienced deafness unilateral (serious criteria gsk medically significant) and vertigo. On an unknown date, the outcome of the tonsillar erythema was recovered/resolved. It was unknown if the reporter considered the deafness unilateral, vertigo and tonsillar erythema to be related to super poligrip and super poligrip original (zinc free formula). Super poligrip original (zinc free formula) was discontinued on (B)(6) 2016 (dechallenge was positive). It was unknown if the reporter considered the deafness unilateral,vertigo and tonsillar erythema to be related to super poligrip original. The serious criteria gsk medically significant of event unilateral deafness was removed. Case (B)(4) is a duplicate of case (B)(4). All future correspondence will be submitted to case (B)(4).